Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). The patient reported that they heard their device beeping. The patient remoted into the system and found a fault code for battery depletion (bd). Boston scientific technical services (ts) performed a data analysis. Technical services (ts) found that the device's increase in power consumption was consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Ts recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects were reported.